Manufacturer narrative:
The pt is indicated to have no grip and is dependent on the carer. However, the only feasible way of lifting this type of pt is with a bos sling and eps system, which do not appear to have been used in this case (contrary to the manual). The sling is not alleged to have failed totally, but only the velcro. This is consistent with normal wear. No serial number or production date of the sling was given, but if it was the item originally delivered with the lift, this would place the sling at replacement age. The velcro strap is there to keep the sling at the lower back of the pt. The strap itself does not take the pt's weight in normal use, so a bit less adherence is not indicative of a safety hazard. In this case, the pt's weight was loaded on the strap because the knee-support failed and the strap slowly released the pt, preventing injury. The knee support is indicated to have given way and replaced after the incident, which points to a mechanical failure of some sort. There is little further info on the nature of the failure, but the fact that the foot support was found worn enough to warrant a replacement can point to a gradual wear process. In the operating and product care instructions (opi), it is stated under the section "care of your encore", "carefully inspect all parts in particular where there is personal contact with the pt's body. Check that all external fitting are secure and that all screws and nuts are tight" as a daily check. This is also noted in the preventive maintenance. Although there is insufficient evidence to reach a single conclusion, the examination suggests there is a certain degree of use error involved, which might possibly be related to the knowledge of the opi. With the info at hand, the MFR cannot build a corrective action towards the product. No further investigation will be performed at this time, but complaint trending will be monitored. The personnel shall be reminded of the opi requirements.

Event description:
The facility reports the resident was on the lift in a standing position when she started to slip down the sling. The knee pad gave way, the velcro straps gave way, and she then dropped slowly to the floor. The lift was then used to raise her up again. No injuries were reported. The lift was inspected and found to have a broken knee pad, a worn foot support, and a velcro strap that had lost "a bit" of adherence. (B)(4).